Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Cannot perform DHR review due to unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 329515, batch no: unknown. It was reported that during use of the bd autoshield¿ duo safety pen needle the needle is not going into the skin on the patient and the medication going onto the surface of the skin. The following information was provided by the initial reporter: verbatim: item 329515 lot # unknown. Health care worker using with forteo pen on a patient in this facility. Finding the needle is not going into the skin on the patient and the medication going onto the surface of the skin. Informed the proper 4 finger grasp until the needle is in the site and then take the thumb to place on thumb press of pen. She was not doing this. Will practice on her rubber ball. She does not have item to return. Had only 1 pen needle discarded. Completed injection with the bd nano pen needle, non safety pen needle.